Event description:
It was reported that the wake button was not working at times. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained. There was no reported adverse impact to the customer's blood glucose level.